Event description:
It was reported that the patient had stimulation in the wrong location. The patient stated that she had not had "good" results for as "long as she remembered" and had been reprogrammed "multiple" times. The manufacturer representative told the patient it might have been scar tissue and lead placement that was providing difficult therapy. The patient stated she felt stimulation across her chest and her last computed tomography (CT) scan showed the leads were "angled" and not "parallel." The patient had not met her health care provider (hcp) to assess the leads and was having new pain. The hcp the patient had seen for her pump looked at the CT scan and stated the issue was lead placement. The patient stated she had a "good" trial with the stimulator and was building a tolerance to her fentanyl patches. Additional information was requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the patient has had "no real pain relief" and it had been "almost a year". It was noted that the patient did not know that 50% pain reduction was considered success and if she had known that she would not have had the device implanted. It was reported that the patient was still having a lot of pain, and it had never gone away. It was reported that the patient had pain in their neck, shoulders, arms, chest, lower back, hips and upper back pain due to fibromyalgia and other medical conditions that the patient had. It was noted that "it had not helped" with the patient's arms. It was stated that the patient's doctor said that it may not be effective where the patient's fusions were. It was reported that the patient had not used stimulation "in a while". The patient has had "big problems: with the spinal code stimulation and getting it to cover the areas of her body the needed help relieving her pain. It was stated that "this has been ongoing since two years ago". It was noted that patient was "worse off now after having the two medtronic devices implanted and would not have had the implants had she known this". It was stated that the patient would be "much better off if she could just be on oral pain medication" because she was able to relieve pain that way.

Manufacturer narrative:
Concomitant medical products: product ID 3778-45, serial# (B)(4), implanted: (B)(6) 2011. Product type: lead: product ID 3778-45, serial# (B)(4), implanted: (B)(6) 2011. Product type: lead: product ID 37743, serial# (B)(4). Product type: programmer, patient: product ID 37743, serial# (B)(4). Product type: programmer, patient: product ID 3708160, serial# (B)(4), implanted: (B)(6) 2011. Product type: extension: product ID 3708160, serial# (B)(4), implanted: (B)(6) 2011. Product type: extension: product ID 3550-39, lot# n282206, implanted: (B)(6) 2011. Product type: accessory. (B)(4).